Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was getting "therapy not available" errors on her patient controller. There were no factors related to this issue. The patient's ins was interrogated and electrodes 0, 8, and 11, had high impedances with an avoid status. The impedance test was performed on (B)(6) 2020. The rep was able to program around the high impedance electrodes. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.